Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's blood glucose level at the time of the incident was around 300 mg/dl. Upon investigation, on the returned used device (1 tubing), it showed that the tubing was detached from the tubing connector. No further information available.